Event description:
It was originally reported that the bravo capsule would not calibrate and a calibration error was received.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The capsule was returned still attached to the delivery system. The plunger broke off. The condition of this product does not match the complaint. This product was expired when the customer used it. The trocar needle was advanced with no blood/tissue present. The analyst was able to grab the remaining piece of the plunger shaft and easily pulled on it. The capsule fell off the delivery system. The plunger was fully depressed. The analyst found no visual anomalies of the push/pull wires and thrust tip/push pin except for some bends. It could have been caused by the way it was shipped back.